Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the pump hit a vanity and fell to tile floor. Customer states the pump started alarming pump error and giving a high pitch sound. The customer's mother resets the pump every time it resets and then goes back to normal screen and everything is saved but after about 30 to 45 seconds it alerts same pump error again. Customer's mother was assisted with trouble shooting. The display returned but same pump error keeps reoccurring and did not clear. Customer's mother was advised pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: constant tone alarm due to faulty. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to constant tone anomaly. Pump had cracked reservoir tube lip, cracked case at near end cap and scratched display window.